Event description:
50 yr old white gravida 0 female status post bilateral subglandular periareolar 180:30 3m/mcghan bilumens for augmentation 01-27-82. 1988 lt breast cancer was found. Lumpectomy with radiation treatment. Pt complaining of contracture development, increase painful, and rt was hard. She denies decrease size implant except lt. She denies historty of trauma. Arthralgias rt greater than lt. (Positive stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, adenopathy, hot flashes/sweats, recurrent sinusitis, & uri, headaches (resolved), temporomandibular joint disease, dizziness, memory loss, sicca, hair loss, oral sores, chest pain/costochronditis, choking sensation, increased cholesterol, weight gain, gastrointestinal/genitourinary changes, easy bruising and dyspareunia. Bilateral ruptured breast implants.